Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The event of "quincke¿s-edema-like swelling" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended.

Event description:
Healthcare professional reported patient was injected with 1 ml of juvéderm® volbella¿ with lidocaine in the lips. "On the evening after the injection there was an extensive quincke¿s-edema-like swelling of the lips." Patient was treated with "spiricort 40 mg/day for 3 days". Symptoms resolved 2 days after onset.